Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels; cause was unknown. Subsequently, the customer went to the emergency room (ER) on (B)(6) 2026 due to an elevated bg level of 468 mg/dl. The customer left the ER without receiving treatment due to an unspecified issue at the ER. Additional information regarding the event was not provided.